Event description:
It was reported that the right ventricular (rv) lead is showing a spike in impedance measurements. Therefore, there will be increased surveillance on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4558 implantable pacing lead (B)(6) 1997. (B)(4).